Manufacturer narrative:
The device was returned to olympus for inspection. We presume that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, we could not specify the root cause of the suggested event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the plastic distal end cover. There was no patient involvement.